Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/06/2015 with the following findings: the complaint was unable to be duplicated or confirmed. The pump¿s display screen was dim and discolored. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had a blank display screen. The reporter confirmed that there was no noted moisture ingress in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.